Event description:
Dealer states the tilt harness has a short circuit. Additional reportable malfunction for this device; (B)(4) is for positioning strap is broken. (B)(4) is for extension tubes are not holding and are in an unsafe condition. (B)(4) is for drive lockout switch has intermittent failure. (B)(4) is for joystick cable has a loose connector.